Manufacturer narrative:
This is one event (death) of two events for the same patient involving two separate products; associated with mdrs #1225714-2014-04424, 1225714-2014-04425, 1225714-2014-04426 and 1225714-2014-04427.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(4) 2011 and subsequently expired on (B)(4) 2011 after the use of the product.